Manufacturer narrative:
Sc-1110-02, sn (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.